Manufacturer narrative:
(B)(4). D10: 157446, m2a-magnum mod hd sz 46mm, 613790. Us157852, m2a-magnum pf cup 52odx46id, 374600. 139252, m2a-magnum 42-50mm tpr insrt-6 0/-6mmt1, 309520. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient is being considered for a revision on an unknown date due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Proposed component code: mechanical (g04)- stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: left total hip arthroplasty with possible short neck and associated decreased mobility. Osteopenia with possible age indeterminate fractures of the left superior and inferior pubic ramus. A definitive root cause cannot be determined. Unable to confirm the event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.